Event description:
The recipient reportedly experienced edema at the implant site. The recipient was treated with a compression bandage, however, the edema did not improve. The recipient underwent surgical debridement. The recipient's swelling has resolved. The recipient was recommended device non-use.

Manufacturer narrative:
(B)(4). Advanced bionics the investigation into this reportable event as closed. The recipient has reportedly resumed device use. The recipient remains implanted. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed along the lead and near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
(B)(4). The recipient reportedly experienced a skin flap infection and edema at the implant site. On (B)(6) 2017, the recipient was recommended device non-use. The recipient was hospitalized from (B)(6) 2018. On (B)(6) 2018, the recipient¿s device was explanted. The recipient will be reimplanted on the contralateral side once the wound heals.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. This is the final report.

Manufacturer narrative:
The recipient is reportedly experiencing recurring signs of edema at the implant site. Revision surgery is under consideration.